Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 419378 implantable pacing lead 2006 (B)(6); 407645 implantable pacing lead 2006 (B)(6); 7122 competitor implantable tachy lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) battery lasted less than four years. The customer felt that the battery should have lasted longer. The device remains in use. No patient complications have been reported as a result of this event.